Event description:
According to the reporter, the patient was having a bedside percutaneous tracheostomy. The device was inserted without incident but when placed on the ventilator there was no return tidal volume. The device was removed, and the cuff found to be defective. Patient had a desaturation of 55% but recovered with replacement of a new device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.